Event description:
It was reported during the implant procedure, the physician dislocated the left ventricular lead while inserting the device in the pocket. As a precaution the physician decided to replace the lead. The patient's condition was stable during the procedure.

Manufacturer narrative:
(B)(4).